Event description:
In 2008, the pt reported that she woke up with a blood glucose level of 545 mg/dl and "felt bad with a headache." She is currently in the hosp due to chest pain and abdominal pain not associated with diabetes. She was given a 12 unit injection of insulin by hosp staff at 8:00am. She stated that she changed her insulin cartridge at 5:30pm the previous evening and "forgot to start her pump." The pt was assisted with correcting the time setting on the infusion device and reviewing the basal rates. She then placed the infusion device in the run mode. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.